Manufacturer narrative:
The investigation determined that the occurrence of this issue is rare and can occur under very specific timing/conditions. During the investigation of the invalid runs a false positive run was identified. During the status "wait until the temperature is reached" the thermal module shuts down during an assay run. The subsequent runs would fail to control the temperature during assay runs which caused abnormal pcr curves which would consequently cause an increase in the invalid rate as well as a potential for false positive results. The issue is already mitigated in a new software update. The customer's instrument was returned for repair and software update. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua (B)(4), product code: (B)(4)). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states generated a potential false positive result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2, and negative for influenza a&b. The results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.